Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found the product to be non-conforming to print. Review of the device confirmed the reported condition. The most likely root cause can be attributed to an operator error during the manufacturing process. Corrective action has been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01687 / 01688).

Event description:
During a procedure, the tibial augments could not be screwed on to the tibial tray. The augments were removed and would still not assemble. A second set of augments was used to complete the procedure. There was a delay greater than 30 minutes.